Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing had been leaking at the site event on (B)(6) 2025.the infusion set had been in use for one to two days. The patient had experienced hyperglycemia and high ketone levels, which had led to admission to the ICU. The customer had received intra venous treatment along with saline and insulin fluids. No further information availability.